Manufacturer narrative:
The reported issue that the device had dim segment on the display could not be confirmed. No product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. However bd is currently investigating the issue of dim segments under CAPA. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris etco2 module is used for monitoring only. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(1) dim segmet on etco2 led display. Npr - no product returned. It was reported that the led display on a etco2 device is being replaced due to a dim segment. Although requested customer had no additional information for this complaint.

Manufacturer narrative:
The reported issue that the device had dim segment on the display could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd is currently investigating the issue of dim segments under CAPA. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris etco2 module is used for monitoring only. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(1) dim segment on etco2 led display. Npr - no product returned; it was reported that the led display on a etco2 device is being replaced due to a dim segment. Although requested customer had no additional information for this complaint.